Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that prior to an unknown procedure it was too slow to be clipped and on top of that clip was dislocated and malformed. No patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results of the er420 device found that it was received in good visual condition with a clip in the jaws; the clip was removed in order to measure jaws width. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the remaining clips were conforming according to our manufacturing specifications; however, the clips were noted to feed slower than expected. A possible cause for slow feeding issues is the silicon that is applied during the manufacturing process being viscous. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.